Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient's ipg has migrated within the pocket site, causing the patient to experience pocket stimulation was reported to abbott. As a result, the patient's ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg has migrated within the pocket site, causing the patient to experience pocket stimulation. In turn, the patient may undergo surgical intervention to address the issue.